Event description:
It was reported that a smiths medical cleo® 90 infusion set adhesive would not stick to the patient's skin. The patient's blood sugar was noted to be elevated which required manual correction. The patient recovered and no further adverse effects were reported.